Event description:
It was reported that the stretcher jacks are not functioning to specification, as the jacks would not raise and hydraulic fluid was leaking on the floor.

Manufacturer narrative:
Na.